Event description:
Reference number (B)(4). Event occurred in france. It was reported that on (B)(6) 2024, the patient experiences an issue with product not adhering enough long as the set is change it earlier than the 7 days expected no further information available.

Manufacturer narrative:
E1: patient city: (B)(6).